Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the rep. At the firing process, the instrument was broken. To complete the case a new device was opened. There was no consequence to the pt.